Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) went down due to a power failure and the power was down for hours. When the device was powered on it kept power cycling itself almost as if it didn't have a network connection. There were no errors, and nk tech support found that the drive in port 0 had check disk errors and the drive in port 1 was normal. They assisted the customer with swapping the drives so that the drive that was fine could re-build the second drive in the raid configuration, which should resolved their issue once the raid was re-established. A follow up email was sent to the customer to confirm that this resolved their issue, but a response was not provided. The cns was only monitoring one telemetry transmitter patient when this occurred. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: concomitant medical device information

Event description:
The biomedical engineer reported that the central nurse's station (cns) went down due to a power failure and the power was down for hours. When the device was powered on it kept power cycling itself almost as if it didn't have a network connection. No patient harm was reported.

Event description:
The biomedical engineer reported that the central nurse's station (cns) went down due to a power failure and the power was down for hours. When the device was powered on it kept power cycling itself almost as if it didn't have a network connection. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) went down due to a power failure and the power was down for hours. When the device was powered on it kept power cycling itself almost as if it didn't have a network connection. There were no errors, and nk tech support found that the drive in port 0 had check disk errors and the drive in port 1 was normal. They assisted the customer with swapping the drives so that the drive that was fine could re-build the second drive in the raid configuration, which should resolved their issue once the raid was re-established. A follow up email was sent to the customer to confirm that this resolved their issue, but a response was not provided. The cns was only monitoring one telemetry transmitter patient when this occurred. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: d11 & c2: concomitant medical device information.